Event description:
It was reported that the t1 and t2 deploy together. No patient injury was reported.

Manufacturer narrative:
Three 72202468 fast-fix 360 curved needle delivery system devices returned. There were three complaints opened related to this incident. The complaints stated: "it was reported that the t1 and t2 depoly together." These aren't serialized. Evaluation was, as received, in a group of three. Neither devices nor boxes were marked. Nothing pointed a device to its individual complaint number. Device #1 was received without a tyvek pouch, suture, t1 or t2. The needle is slightly twisted. The depth limiter is puckered & creased indicating force & tissue resistance. Inadvertent twisting or bending of the needle track may encourage unintended release or retaining of t's. The device still cycled & actuated. Device #2 was received in a tyvek pouch with hairs clinging inside & out from static. T1, t2 and suture were not returned. The delivery needle is visibly bent & twisted left. The needle is flattened. The depth limiter is very puckered, creased & flared indicating force & tissue resistance. Inadvertent twisting of the needle may encourage unintended release or retaining of t's. The device no longer cycled or actuated due to damage. The actuator was jammed in the needle tip. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." Device #3 was packaged neatly with inner & outer tyvek pouches. It was untainted. T1 was freed from the needle track. T2 & suture remained in place. The delivery needle had no obvious bend, bow or twist. The depth limiter showed no damage. The device cycled & actuated as expected. T2 deployed as intended. Root cause was not confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.